Event description:
A revision surgery was performed to address hyperextension.

Manufacturer narrative:
Corrected data: d1: brand name; d4: additional device information; h4: device manufacturer date.

Manufacturer narrative:
The review of the device history record showed no deviations. All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time, when the item was produced.

Event description:
A revision surgery was performed to address hyperextension.